Manufacturer narrative:
Device was returned and evaluated the investigation results are as follows: the complaint the needle button released on its own could not be confirmed. The condition of the device does not correlate to the reported issue.

Event description:
Patient stated that the needle button released on its on four v-go 40 devices. She said that they all came from the same v-go 40 kit. The patient also added that the v-go device is coming off. I confirmed that the patient is not preparing the application site with an alcohol swab prior to applying the v-go device. The only v-go 40 device that is available for collection is the one that she is currently wearing of which she is using adhesive tape to keep it from coming off.